Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an episode of diaphragmatic myopotential oversensing (dmo) with a loss of cardiac pacing on the device. No intervention was performed and the patient will continue to be monitored.